Event description:
The customer reported "no alarm tone", green light comes on when batteries are replaced but there is no alarm tone. They tested the alarm with a new sensor and still no alarm tone. No physical damages were reported. This was discovered during set up and no patient incident or injury occurred.

Manufacturer narrative:
Results - evaluation of the returned alarm confirmed the reported issue; the green led power indicator light flickers at regular interval but the unit does not sound when there is no sensor plugged into the sensor receptacle. The unit was opened and the speaker was found not to be working. No further testing could be performed. The alarm has battery corrosion on the battery springs. (B)(4).